Manufacturer narrative:
This report is submitted on february 26, 2024.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under general anesthesia on (B)(6), 2024, due to poor magnet retention. The implanted device remains.